Manufacturer narrative:
(B)(4). Batch # n55y6g. Photographic analysis: video provided was reviewed and a revised detail of the video shows the anvil portion of the device loaded with a cartridge reload ecr60g. The device is placed and clamped over the tissue articulated the right position. The sled moves as if an attempt to fire the device was made, however it stops and it is not seen moving any further, the video ends at this point. Based on the video alone the event describe is confirmed, unfortunately there is not enough evidence in the video to determine root cause. Please review the device analysis for full details and conclusion. The analysis found that one pse60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Further examination of the returned cartridge reload revealed damage on a staple pocket just distal to sled. It is unknown what caused this damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lobectomy procedure, the device could not fire on the second firing with an ecr60g. Another like device was used to complete the procedure. There were no adverse consequences for the patient.